Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was broken and required repair. It was noted that the stylus was unable to select from the display and that a known good stylus was also unable to select from the display. The stylus was replaced and calibrated with the overlay. It was further noted that the lower case feet were worn. The hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was broken and required repair. The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.